Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a scheduled follow-up. Upon interrogation, the right ventricular lead exhibited elevated thresholds and low impedance. On (B)(6) 2018 the lead was successfully explanted and replaced. The patient was in stable condition before, during and post surgery and would continue to be monitored.

Event description:
New information received on (B)(6) 2018 noted that the right ventricular lead exhibited an insulation anomaly.

Manufacturer narrative:
No conclusion code available. Final analysis found a partial lead was returned in two pieces. An internal insulation abrasion was noted at 7.4 cm to 8.3 cm from the distal tip which breached all lumens. This damage contributed to the reported electrical anomalies.